Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture, migration, tilt, vena cava perforation, embedded, fractured strut migrating'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. The use of vena cava filters in pregnant patients and / or placement in the suprarenal position have been reported. The safety and effectiveness of the filter have not been established in these patients. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook günther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014, via the right internal jugular vein due to gi bleed, dvt while pregnant". It is alleged from [pt] that "filter was retrieved on (B)(6) 2017 by fluoroscopic guided removal. Filter was noted to have fractured, strut embedded into ivc wall, migrated in ivc and into adjacent right diaphragm". [Pt] is alleging migration, tilt, vena cava perforation and embedded, fractured strut migrating. Patient outcome: [pt] is alleging "severe stomach pain nightly, fear and anxiety because of the loose piece still inside me. I can no longer lift anything heavy or do strenuous activities, house cleaning, including washing dishes, vacuuming. I am not as independent as I was before I had the ivc filter placement, and I now live in an assisted living facility because of my complications".